Event description:
It was reported that during a supply change the user filled the tubing while still connected to the infusion set, resulting in unintended insulin delivery through the tube and a subsequent low glucose alert confirmed by a lowest fingerstick of 46 mg/dl; the issue was attributed to an improper or incorrect procedure related to the tubing component, and the device was later powered off. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for oral carbohydrate treatment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to the tubing, and that the event resulted from an incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.